Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to open brown (-5v), black (main batt), and orange (+5v) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the opened wires could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt therapy electrodes were non-functional.